Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on electronics and no scrolling numbers display anomaly was noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to the unresponsive buttons.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own and the act button was not responding. Customer's blood glucose value was 500 mg/dl. Mother stated that blood glucose level was high because the customer had not been using the insulin pump for hours due to being in the pool. It was stated that the device was kept in a bag but then it started to rain and it is unknown if it was exposed to moisture. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.